Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-10470.

Event description:
Edwards received notification from our affiliate in australia. As reported, this was a case of an implant of a 26mm sapien 3 ultra in the aortic position by transfemoral approach. During the procedure, 24.5cc was added to the atrion syringe (inflator device). The valve was successfully deployed and the syringe pulled onto negative and locked. The delivery system was unflexed and pulled down to the descending aorta. When the balloon of the commander delivery system reached the esheath tip got stuck, it was noticed some contrast in the balloon. Negative withdrawal on the syringe was performed again and the syringe was locked. Blood was noticed entering the syringe plunger. Then, it was attempted to pull the balloon through the esheath and some resistance was felt. Despite the resistance, the withdrawal was completed. The esheath "split" and the delivery system tip and balloon exited the esheath about 8cm from the esheath distal tip. A 16fr cook sheath was placed. A manta closure device was deployed and hemostasis was achieved. There was no distal flow down the leg due to a dissection. The dissection was located above the puncture site and was caused by trauma of the esheath removal. The vessel was ballooned from the contra lateral side and flow was restored. The patient recovered well. As per medical opinion, the root cause of the event was that the balloon got stuck on the esheath tip and that caused it to 'bunch up' as per the images. There may have been blood in the balloon that contributed to it not being fully emptied that added to the difficulty. Per pre-decontamination evaluation, the balloon was torn at the I/c bond.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned sheath was visually inspected , and the following was observed: the sheath was fully expanded, and the tip was opened as designed. The sheath liner was delaminated. The delaminated section measured approximately 14 cm starting from 2 cm from the distal tip. The c-marker band was intact. A review of edwards lifesciences risk mana gement documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint sheath liner delamination was confirmed through evaluation of the returned device and imagery . However, no manufacturing non-conformances were identified on the returned sheath. Review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per complaint description, ''when the balloon of the commander delivery system reached the esheath tip got stuck, it was noticed some contrast in the balloon. Negative withdrawal on the syringe was performed again and locked the syringe, blood was noticed entering the syringe plunger. Then, it was attempted to pull the balloon through the esheath and felt some resistance, but despite the resistance, the withdrawal was completed. The esheath 'split' and the delivery system tip and balloon exited the esheath about 8cm from the esheath distal tip''. Per training manual, the delivery system must be fully deflated prior to removal. The residual fluid that was left inside the balloon can increase the balloon profile and result in difficulties withdrawing the balloon. Additionally, the associated delivery system crimp balloon was torn. The altered balloon profile can be more susceptible to catch on the distal end of sheath tip. As a result, additional pull force may was applied which then led to the reported liner delamination. As such, available information suggests that procedural factors (residual fluid, withdrawal of torn balloon, excessive manipulation) may have contributed to the complaint event. Therefore, no corrective or preventative action, nor product risk assessment (pra) is required at this time. Furthermore, there was no report of any issue with the sheath during device unpacking or preparation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.